Manufacturer narrative:
Additional device implanted and involved in this event: tgt3415/9318717. Udis for the lots are as follows: (B)(4).

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. On (B)(6) 2011, an intervention occurred whereby an additional gore tag thoracic endoprosthesis was implanted to repair the distal type I endoleak (reported under mw #2017233-2013-00451). On (B)(6) 2014, five year follow-up imaging revealed an infection of the devices. The patient was treated with medication (detail of medication unknown). The infection was reportedly not device or procedure related. The diameter of the aneurysm was 41 mm. No further information is reportedly available.